Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-24166, 24167. The pt was implanted with two leads from the same lot number which were implanted for migraines (off-label). It was reported the pt was explanted due to an infection in the center of her back. A culture was taken, and the pt was treated with IV antibiotics. No additional info is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.